Manufacturer narrative:
The battery cap has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 5/31/2017, the reporter contacted animas alleging that on (B)(6) 2017, the patient was treated in a doctor¿s office visit for an elevated blood glucose (bg) of 500 mg/dl with extreme thirst and excess urination associated with an alleged intermittent power issue with the pump. Reportedly, the patient remained on the insulin pump and was treated with insulin via injection by a doctor. During troubleshooting with customer technical support (cts), it was reported that the battery cap had stripped threads and would not tighten onto the pump. It was also reported the battery cap had not been replaced and was out of warranty. It is stated in the owner¿s manual that the cap be replaced every six months. This complaint is being reported because the patient allegedly experienced hyperglycemia related to use error in not changing the battery cap.